Event description:
The customer's father reported that the insulin pump had physical damage. Customer stated that there was a crack on the right hand corner of the screen and some scratches. Customer's blood glucose was 190 mg/dl. Customer stated that she had the insulin pump 24/7 and could have possibly banged against something. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was received with minor scratched liquid crystal display window. No crack liquid crystal display noted. (B)(4).